Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.2, reference: 4.9, mean: 5.55, confidence limits: n/a. Inratio: 5.5, reference: 3.9, mean: 4.70, confidence limits: 2.6-6.9. Inratio: 3.5, reference: 3.3, mean: 3.40, confidence limits: 2.0-5.0. Analysis of customer's data revealed that all test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Add'l retained strip testing from a previous case revealed that result comparison met accuracy criteria. (B)(4). Action threshold has been reached. From (B)(6) 2010 to (B)(6) 2011, there have been eight therapeutic and three normal donor sample tests performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #243934. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicate for both samples of strip lot 243934 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with physician's office point-of-care device and the lab. Results as follows: date: (B)(6) 2011, inratio: 6.2, physician's: 4.9, lab: 4.9. Date: (B)(6) 2011, inratio: 5.5, physician's: 3.9; date: (B)(6) 2011, inratio: 3.5, physician's: 3.3. Pt's therapeutic range: 3.5-4.0 inr.